Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a blood glucose level of 400 mg/dl while disconnected from the ilet for two days after stopping the prior sensor, and the patient self-administered subcutaneous fast-acting insulin, decreasing blood glucose to 200 mg/dl within a few hours. Symptoms included hyperglycemia and vomiting. Outcomes included the need for unexpected medical intervention in the form of medication administration. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.